Manufacturer narrative:
An event regarding dislocation involving a trident shell was reported. Clinical review confirmed shell malposition . Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a clinical review concluded: "procedure-related factors: cup position regarding anteversion and elevated position. Femoral component position issues may be suspected but remain unproven. The inappropriate use of the lipped liner. The use of a skirted femoral head. Osteophytes remaining around the hip. Patient-related factors. The implications of a somewhat abnormal anatomy of the patient. Device-related factors: none. Diagnosis: retained osteophytes along the hip joint margin in concert with the presence of multiple dislocation promoting factors related to cup (and/or possibly stem) position in further combination with inappropriate selection of components plus presence of a somewhat abnormal patient anatomy around the hip have contributed to significant dislocation risk of the arthroplasty with dislocation requiring a closed reduction without revision surgery at this time." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the medical review concluded: "retained osteophytes along the hip joint margin in concert with the presence of multiple dislocation promoting factors related to cup (and/or possibly stem) position in further combination with inappropriate selection of components plus presence of a somewhat abnormal patient anatomy around the hip have contributed to significant dislocation risk of the arthroplasty with dislocation requiring a closed reduction without revision surgery at this time" if further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Anterior dislocation of right hip on (B)(6) following right tha (B)(6) 2017. Patient presentation to ed. Patient sat down from standing and experienced a sudden pop sensation in anterior groin. Presented to ed. Physician(s) performed a closed reduction of dislocated right hip and hip x-ray. Based on the investigation results, shell malposition was confirmed.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Anterior dislocation of right hip on (B)(6) following right tha (B)(6) 2017. Patient presentation to ed. Patient sat down from standing and experienced a sudden pop sensation in anterior groin. Presented to ed. Physician(s) performed a closed reduction of dislocated right hip and hip x-ray. Based on the investigation results, shell malposition was confirmed.